Event description:
Philips received a complaint on an intellivue mx550 patient monitor indicating that the device is not giving the correct readings. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.